Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The device received pump error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was 109mg/dl at the time of the incident. The customer was guided with steps to resolve the issue and was advised to monitor the pump. The customer called back and reported that they received second power error detected within four hours of troubleshooting the previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.